Event description:
The core universal driver was sent for eval due to overheating during set-up prior to a procedure. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
During the visual examination, the device was found to have burnt socket pins and damaged gears.